Manufacturer narrative:
This report is based solely on the return and analysis of the device. Evaluation summary (B)(4) middle insulation separation, partial lead in segments returned. (B)(4). Defib conductor fractured, partial lead in segments returned. (B)(4). Middle insulation breached mio.

Event description:
Leads tested out of specifications during mfgr's analysis.